Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported customer's insulin pump alarmed button error. The blood glucose level was 161 mg/dl. Troubleshooting was performed. Customer stated that the pump was not dropped or wet. Advised customer to discontinue the use of the device and revert to back plan. No further information to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay and scratched reservoir tube window.